Event description:
It was reported that shaft break occurred requiring additional intervention. A 3.00 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent shaft was broke inside the non-boston scientific guide catheter and had to snare the entire portion of the device to removed out of the patient's body. The procedure was completed via alternative method or device. No patient complications reported.

Event description:
It was reported that shaft break occurred requiring additional intervention. A 3.00 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent shaft was broke inside the non-boston scientific guide catheter and had to snare the entire portion of the device to removed out of the patient's body. The procedure was completed via alternative method or device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 38mm stent delivery system was returned for analysis without the distal shaft, containing the inner outer shaft polymer extrusion, stent, balloon, and tip. The device was returned without the distal shaft containing the stent; therefore, the balloon cones and tip could not be reviewed. A visual and tactile examination of the hypotube identified a laser cut fracture at approximately 108cm distal to the strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination found a break at approximately 108cm distal to strain relief. No other issues were identified during the product analysis.